Event description:
It was reported that earlier in the day, the insulin gauge on the customer's pump displayed a different amount than expected, showing a discrepancy of more than 30 units compared to the expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge.